Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 400 mg/dl. The customer¿s blood glucose was 306 mg/dl at the time of call. The customer treated with insulin pump. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer also reported tiny air bubbles in the reservoir. The customer reported that the drive support cap was normal. Troubleshooting was performed and no issue was found at the time of call. Displacement test was performed and insulin pump passed. The insulin pump will not be returned for analysis.